Manufacturer narrative:
Additional information in section b5. D9 - date returned to MFR: 3/12/2026 received one (1) used spiros from the cl3538 oncology kit for inspection. The spin feature mechanism was activated and spinning freely as received. No spline damage or shear tab anomalies were observed. The spiros was functionally tested. The spiros met performance expectations. The reported complaint can be confirmed due to the spiros being returned separated with the spin feature mechanism activated. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
New information was received stating: the customer also stated that the patient had about 15 minutes left in the taxol infusion and reported the spiros cap disconnected. There were two drops on her pants and some drops on her hands. Patient washed her hands with soap and water. Her skin was intact, no redness or irritation when she left the facility later that day. There were drops on the floor as well. There was a delay in therapy, since the taxol was stopped while the cleanup of the spill could occur. The patient was able to finish the rest of the infusion. The reporter also added that they followed up with her the next day and patient reported no negative symptoms to her hands. They had seen her several times since the incident and no harm was brought to her hands. There was patient involvement and no harm.

Event description:
The event involved an oncology kit add-on set w/ chemolock additive port, vented cap chemolock spinning spiros where the customer reported that the spiros detached from a primary line during drug administration (taxol). The report also stated that a minimal spill and leak was noticed immediately. There was no report of patient harm as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.